Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "new, non modular custom instruments allowed the shell and instrument construct to fall off the shell positioner. This resulted in surgeon requesting an improved impactor. Shell stayed in sterile field and finally inserted."